Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided/unknown. A2: patient age is not provided/unknown. A4: patient weight is not provided/unknown. B3: date of event is not provided/unknown. D1: brand name is not provided/unknown. D4: lot number is not provided/unknown. D10: unknown zimmer implant. D10: therapy date unknown/not provided. E1: initial reporter¿s title is not provided/unknown.

Event description:
It is reported that the doctor was unable to remove the broken screw portion from the implant, so the patient was referred to another surgeon. They were also unable to retrieve the screw so the implant was subsequently removed and replaced.